Event description:
Correction: it was reported that the infinity acute care system (iacs) m540 monitor displayed an inaccurate hr, and that medication was delayed, and that the administration of medication was delayed.

Manufacturer narrative:
Upon review, the logs provided confirm that the patient exhibited heart rate (hr) levels above 200bpm around 10:30, and then the patient had hr under 100bpm at about 11:30. With the information available, the device alarmed as designed. As no further clinical information was available, a root cause cannot be determined.

Event description:
It was reported that an infinity acute care system m540 monitor could not obtain blood pressure measurement on a neonatal patient. The users had to switch devices to then obtain a measurement. The administration of medication was delayed due to this issue. There was no report of adverse patient impact.

Manufacturer narrative:
The investigation has started. A follow up report will be submitted upon completion.